Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays and surgical report were received for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a biolox delta head, 12/14, 32 x 0 on the right side on (B)(6) 2015. Patient fell and broke his femur after a total hip replacement. The stem was loose and needed to be replaced. The patient underwent a revision surgery on (B)(6) 2016 due to a breakage of the stem. (The stem is reported in (B)(4) as it is manufactured by zimmer inc., (B)(4)).

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Event summary: it was reported that the patient received a biolox head on (B)(6) 2015 and was revised on (B)(6) 2016 after the patient had a periprosthetic fracture and the stem was found to be loose. Review of received data: several x-rays were returned for investigation. The x-rays are not dated but it can be assumed that all pictures were take after primary implantation. On 3 of the 6 pictures, the bone is intact, the stem and the cup seem to be well positioned and no signs of loosening are visible. The other 3 images show the fracture clearly which occurred in the region of the lesser trochanter. The line of the dislocated fracture seems to start just a few millimeters distally respect to lesser trochanter. Implantation report dated (B)(6) 2015: a (B)(6) male patient receive a tha due to osteoarthritis in the right hip. The patient has a bmi of (B)(6). During surgery, bone quality was found to be excellent. After femoral rasping, excellent press-fit was found after impaction. Cup was positioned at 45 degrees inclination and 20° anteversion angles. Femoral neck was inspected for any fracture posteriorly and anteriorly. No fracture noticed. No other conspicuous information. Post-operative pictures of the parts: the biolox head does not show any particular sign. There are some minor metal transfer on the articulating surface which probably occurred during revision. Devices analysis no product was returned to zimmer (B)(4) therefore no device analysis could be performed. Root cause analysis: bone fracture occured at the level of the lesser trochanter, it is reported that the patient had a traumatic event which contributed to the fracture. In addition, if primary fixation is missing or the bone get damaged during rasping, it is possible that a fracture occurs. It is highly improbable that the biolox head did contribute to this event. However, all possible causes related to the issues reported are listed in dfmea. We exclude that the biolox head contributed to the reported event, and an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).